Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside of the hub. It was initially reported by the customer that during the procedure there was a problem with the vizigo¿ sheath not getting the dilator smoothly into the sheath. The vizigo¿ was replaced and the 2nd and last vizigo¿ sheath available had the same issue. The physician ended up replacing the sheath with an agilis and the issue was resolved. Hemostatic valve separation is MDR-reportable. This report is for the 1st of 2 carto vizigo¿ 8.5f bi-directional guiding sheath - large devices.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed the absence of the hemostatic valve. The brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record was performed for the finished device 00001794 number, and no internal actions related to the complaint were found during the review. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing with the vessel dilator. The od vessel dilator was measured, and it was within specifications. Based on the information currently available, the returned product indicates that the hemostatic valve was dislodged and lost. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve which suggests that excessive force was applied. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Due to the conditions of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).